Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for a device follow up. It was observed the patient's pacemaker was in backup vvi mode. After firmware download, normal device function resumed. The patient was asymptomatic throughout this procedure.